Event description:
*Note: this report pertains to one of two complaint devices. Manufacturer report # 3005099803-2010-04551 pertains to the first active cord. It was reported to boston scientific corporation that two active cords were being prepped for use in a colonoscopy procedure. According to the complainant, during preparation, the red connector at the end of the cord was loose and broke off. This issue happened again with the second active cord. A third active cord was successfully used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.